Manufacturer narrative:
Product event summary: at analysis, it was noted that the device failed several tests and that repositioning the main board and several calibrations did not solve the final testing issue. It was further noted that a new main board was to be calibrated and placed within the device and it was then to be retested. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
The device was received from the customer after the initial repair because of a broken connector. The broken connector was confirmed so the connector was replaced. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that after having received the generator back from service the customer noticed a broken cable connector. The generator is being sent back again to resolve.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection revealed no anomalies. Bench analysis found that all tests passed on the automated test console. Atrial output was verified and the pulse was confirmed to be correct. The log did not have any errors. Conclusion: could not confirm the reported event, no defect found. If information is provided in the future, a supplemental report will be issued.